Event description:
It was reported that the robotic arm was drifting and was giving collision errors, due to broken ft (force torque) sensor cable. It occurred while making the tibia cut. The doctor didn¿t rely anymore on the values that were shown on the screen, so he made the 4-in-1 holes for setting the rotation with the conventional material. There was no patient harm.

Manufacturer narrative:
(B)(4). G2 foreign: belgium the device will not be returned to zimmer biomet for investigation but will be evaluated on site. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: e1; e2; e3; h2; h3; h6; h11. Review of the most recent repair record determined the ft (force torque) sensor cable was confirmed broken during on-site evaluation and contributed to the reported event. The ft sensor cable was replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.